Manufacturer narrative:
Tech replaced the trendelenburg gas springs and this resolved the issue.

Event description:
Hill-rom technician, reported that the head end of the bed would drift into trendelenburg. Tech stated that this bed was located in labor and delivery and there were no reported injuries.